Event description:
It was reported that this right atrial (ra) lead exhibited high out of range pace impedance measurements when tested in bipolar. Technical services (ts) concluded the high out of range measurement was indicative of a lead fracture. Subsequently this right atrial (ra) lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead exhibited high out of range pace impedance measurements when tested in bipolar. Technical services (ts) concluded the high out of range measurement was indicative of a lead fracture. This ra lead remains in service. No adverse patient effects were reported.